Manufacturer narrative:
Device received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received missing end cap sticker. Device received with cracked end cap.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 76 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.